Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head was having intermittent telemetry failure due to the rf head cable. It was noted the cable didn¿t show any external damage. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer for testing and maintenance, analyzed and tested out of specification. There was no patient involvement reported.